Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4: correction: d4 serial no should be ni, product line is app. Lot # should have been deleted, and product line is app. UDI should read (B)(4).

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dexcom application crash" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.